Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the motor device had "no power." There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. However, there were no reports of patient injury, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the hose was damaged causing the motor device to have no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.